Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the needle had not retracted back into the pod as intended; this indicates a needle mechanism failure occurred. Additional method of treatment was not provided.

Manufacturer narrative:
The device was returned with the cannula fully deployed and the pink slide insert was visible through the viewing window. The download data shows that the device ran 43 first prime pulses and was deactivated at 191 pulses. No damages or defects were found with the needle mechanism that would cause the needle not to retract. The root cause of the reported event could not be conclusively determined. No other damages or defects were observed during investigation that could have contributed to the reported event or resulted in a failure of the device to deliver insulin.